Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of a proximal femoral nail a (pfna) blade on (B)(6) 2013, the handle of the pfna blade impactor was detached from the body. The surgeon was able to insert the pfna blade by reinserting the handle back to the body and no additional surgical intervention was needed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment not diagnosis. The weld joint between the handle and the shaft broke and therefore the device fell apart. The microscopic investigation of the weld joint does not show any irregularities to the specifications. The manufacturing records were reviewed and no complaint related issues were found. It is possible that a mechanical overloading situation led to the damage. No product fault could be detected. Placeholder.